Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having an issue where the 'green circle of light' was dim. No other lights were out on the system controller. The patient was also having frequent low voltage alarms despite cleaning. It was said this may be a "user error" in cleaning as there were still dust and debris in the patient's clips upon inspection. Log files showed contained abnormal low voltage advisory alarms when the patient was utilizing battery power. It was suggested to check the batteries and battery clips for integrity and clean all battery & battery clip contacts with an alcohol wipe. If this did not resolve the issue, it was suggested to replace the battery clips. It was also recommended that system controllers with the dim run symbols should be replaced if the patient could safely tolerate the exchange. Troubleshooting was performed with a self-test but the issue with the light did not resolve. The system controller was not exchanged as the patient received multiple implantable cardioverter-defibrillator (ICD) shocks while doing 6-minute walk test (6mwt) and it was determined that the patient was not stable at that time for a pump stop. It was advised for the patient to call if the issue was worsening as the light was still on but dim and it would be planned to do the exchange at the next office visit assuming rhythm stability. Cleaning the clips helped to resolve the low voltage alarms. The patient previously stated that they had cleaned them but had been doing a lot of work on his farm. There was a lot of dust and debris in the clips that needed to be cleaned. There were no replacements or exchanges at this time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.